Event description:
New information noted that the pacemaker was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) battery level upon receipt. Analysis of device image indicated device operated in high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Assessment of total projected longevity was performed, and the implant duration exceeds 75% of total projected longevity indicating normal battery depletion.

Event description:
It was reported a patient's pacemaker presented with possible early battery depletion. Programming changes were previously made, but no further changes were reported. The patient's status was stable.